Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: it was reported that "... Every batch of sutures is breaking off too easy and they've taken it off the shelf" if possible, please confirm the number of procedures/patients affected by this issue. ¿ the sutures breaking off were used on one patient and procedure. Due to the sutures continuing to break, the doctor informed the staff to take the two different suture boxes that kept breaking off the shelf and report it to the ethicon rep. * how many devices demonstrated the alleged deficiency on each involved patient event? ¿ (please refer to the attached mail), the coordinator relayed a couple per box during the procedure. * when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. ¿ while the surgeon was attempting to suture during the procedure. (Please refer to the attached mail), claims it was during the passing. * lot/batch 105m6t was initially reported. Were other batches affected by this issue? ¿ the other boxes were sent for the first pc((B)(4)) that was called in in the month october * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. ¿ the suture box for the below have been sent, customer is awaiting the new return box for the most recent pc. ¿ complaint number: (B)(4). ¿ account name: (B)(4) ¿ event date: 2025 ¿ event description: it was reported to the dl by the sales rep that the 7-0 proline bv-1 multipass needle that sutures kept breaking during surgery. The 5-0 proline c-1 needle also continued to break. There was no adverse impact on patient/user reported. Devices are available for return. ¿ ¿ product name: prlne blu 4x30in 7-0 d/a bv-1 product code: m8703 lot number: 101s6h qty.: (B)(4). ¿ product name: prlne blu 4x36in 5-0 d/a c-1 product code: m8720 lot number: 1036jj qty: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that every batch of sutures is breaking off too easy and they've taken it off the shelf. No adverse impact to the patient/user. Device is available for return. Additional information was requested.